Manufacturer narrative:
(B)(4). D10: cat: 12-115111, lot: 2965002, cer bioloxd mod hd 28mm +3 nk, cat: 00625006530, lot: 64378436, bone scr 6.5x30 self-tap, cat: 00625006535, lot: 64383906, bone scr 6.5x35 self-tap, cat: 00625006540, lot: 64172354, bone scr 6.5x40 self-tap, cat: 192011, lot: 441380, echo por fmrl nc 11x135mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient will be revised due to unknown reasons. It is unknown if a revision has taken place. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a hip revision due to dislocation. A new liner and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b2; b3; b5; d6b; g3; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.